Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The cold jaw was observed to be detached from the harvesting device jaws. There were no other visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break'jaw" was confirmed. The lot # 3000304644 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw broke in the patient. One part of the jaw came completely detached. The broken piece was retrieved. A 3 inch additional incision was made guided by fluoroscopy. There was a procedure delay due to additional incision. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There were not any resistance noted while inserting the harvesting tool into the cannula. Used a new vein harvesting device to complete the procedure. No known harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.